Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: during investigation, a review of the black box showed no activity outside of normal use. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. During testing, the pump passed a flow accuracy test and was found to be delivering within required specifications. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient¿s blood glucose readings had been higher than usual. There were no bg values indicated and no reported signs or symptoms, which does not meet the animas criteria for a serious injury. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.